Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.